Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tnl) result from a single patient sample that was generated by the access instrument. An initial accu tnl was 0.59 ng/ml. The accu tnl result was not reported out of the lab. The customer noted that the accu tnl testing was done on a serum, red top tube. In this lab, accu tnl is tested on lithium heparin green top tubes. The customer found lithium heparin green top tube on that patient and tested it for accu tnl. The accu tnl result was reported out of the lab. The customer then re-tested the 1st tube for accu tnl. The repeated accu tnl result was 0.08 ng/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.